Manufacturer narrative:
(B)(4).

Event description:
The patient fell and was unable to communicate with her implantable neurostimulator (ins) when she tried to recharge the next day. The ins was in a power on reset condition. The patient also noted that the ins was loose in the pocket. Additional information has been requested. A follow-up report will be sent if additional information becomes available.